Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-may- 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and advised her to clean the interior of the nozzle. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a clogged nozzle.

Event description:
On (B)(6) 2016, a customer reported that only the first 5 patient specimens runs then the sample chain stops on the aia-600ii instrument. Quality control specimen runs were acceptable. No error messages displayed. The aia-600ii picked up a tip then threw it away and stopped at the same space. A reboot did not resolve the issue. The customer is unable to run patient samples on ipth. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.